Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; specific value was not provided. The customer alleged that a "blockage with insulin delivery of pump" occurred; however, multiple attempts were made by tandem¿s technical support to obtain additional information and troubleshoot however the customer did not respond and the alleged root cause could not be confirmed. Customer administered a bolus via the pump to address the issue and went to the emergency room with moderate ketones. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged 3 days later with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.